Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Description from the customer report: it was reported that the hcu 40 displayed "device defective" alarm during patient treatment. There were no negative consequences for the patient. (B)(4).

Manufacturer narrative:
Evaluation according to the service protocol. After a short circuit in the mains circuit breaker the unit did not pass the auto-test. The mains circuit breaker was replaced but the unit showed the alarm "device defective". The technician performed a check of all voltages rechecked and fixed the cables and connections and crosschecked the internal sensors. The unit was then reconnected and the error disappeared. Diagnosis and service protocol finished successful two times without errors. Unit works without function defects. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
(B)(4).